Manufacturer narrative:
Correction: this device is no longer reportable as both leads remain implanted.

Event description:
Additional information indicates there were no issues with the leads; therefore, they were not revised. This device is no longer reportable.

Event description:
Related manufacturer reference number:1627487-2022-02720. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.